Event description:
Report received that the pump was found to overdeliver by 1.2ml during a routine biomedical engineering preventative maintenance inspection. There were no reports of any problems with the device when it was in clinical use. No additional information available.